Manufacturer narrative:
Method: device not returned; conclusion: no contributing issue was found with these xia 3 titanium blockers, as they were determined to be concomitant products.

Event description:
It was reported that; a screw and 3 blockers failed to lock down properly. Reason unknown.

Event description:
It was reported that; a screw and 3 blockers failed to lock down properly. Reason unknown.